Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the surgery date. During onsite technical visit, field service engineer checked cutting depth measurement, vacuum, applanation control, linearity check. Complete check of the machine according to the service installation record) procedure was performed and confirmed device met specifications. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The logfile shows that the user performed two energy checks and performed twenty six treatments on that day. The energy was stable during this period. The logfile shows twenty six successfully performed treatments. The reported treatment could be identified in the logfile. The logfile shows that the beam control check was performed about three minutes and fifteen seconds before the start of the treatment and not immediately before the treatment. The treatment of the patient's right eye was finished successfully without any issue. No deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. No technical root cause could be determined for the reported event. With current information a device malfunction can be excluded. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the corneal tear occurred during flap creation. However procedure was completed. The surgeon reported a corneal tear at the time of lifting the flap and applied a bandage contact lens immediately to keep the epithelium in place. The surgeon was planning to carry out the photorefractive keratectomy treatment after the epithelium has completely healed. There are multiple related reports for this event. This report addresses the patient initials da's right eye and other manufacturer reports will be filed.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).